Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information obtained indicated that the shock impedance measurements had been trending up over several years. The clinic will continue to monitor the patient and no further testing has been scheduled. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.